Manufacturer narrative:
The vessel sealer instrument has been returned to isi. Failure analysis confirmed that the vessel sealer had a low grip torque error based on the system logs. The instrument did pass recognition and engagement and moved with the full range of motion. Grips opened and closed properly. It delivered energy. However, the vessel sealer failed the hard grip force test. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer had a vessel sealer that did not work due to cable issues. The procedure was completed with no patient harm.